Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pegasus yel 24ga x 0.75in prn-cap y had the needle go through the catheter during use. The following was reported by the initial reporter: "when the patient was punctured with indwelling needle, the puncture failed and indwelling was removed. The needle forks with the catheter."

Event description:
It was reported that a pegasus yel 24ga x 0.75in prn-cap y had the needle go through the catheter during use. The following was reported by the initial reporter: "when the patient was punctured with indwelling needle, the puncture failed and indwelling was removed. The needle forks with the catheter."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. Cannot identify the root cause of this complaint, plant will keep monitor for this defect. H3 other text : see h.10.